Manufacturer narrative:
Pump received with normal operating currents. No unexpected power loss or replace battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump alarmed an unexpected battery power loss. The customer¿s blood glucose level was unknown. The customer states received replace battery" alarm frequently. At that time the battery was replaced. But "replace battery" alarm occurred both yesterday and today yet. Self test was performed both the day before yesterday and yesterday. The battery cap was neither loosened nor over tightened. The insulin pump will be returned for analysis.